Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer?s report was not replicated or confirmed. The device was put through extensive testing including functional testing, bench handling, and power cycling without duplicating the report. The battery interconnect board was replaced as a precaution. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.